Event description:
Per clinical trial (B)(4). On (B)(6) 2017, patient underwent a bilateral breast augmentation using a short scar incision. One piece of galaflex was used, which was cut in half. Concomitant procedures included bilateral nipple reduction and inframammary mastopexy. The patient underwent a subsequent procedure on (B)(6) 2019 whereby both breast implants were removed by patient request, due to feeling of heaviness of the implants. Two pieces of galaform (galaflex 3dr) were used bilaterally during this second procedure. Patient experienced ae related to the second procedure. Bilateral breast pain reported on (B)(6) 2019. On (B)(6) 2019, limited range of motion of right arm was reported. On (B)(6) 2019, local release of refine suture point and mesh anchor point was performed. On (B)(6) 2019, bilateral pain resolved. Review by medical affairs identifies reported pain as related to the device and serious and the reported limited range of motion as likely related and not serious. This file represents the galaflex 3dr.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported patient experienced pain and limited range of motion. Medical affairs has assessed the patient¿s postoperative course as being serious related to study device. Review of the device history records confirmed the device was manufactured to specification. Pain is a known inherent risk of the surgery and listed as a possible complication in the adverse reaction section of the instructions for use (IFU). This MDR represents the galaflex 3dr. There was no reported adverse outcome associated with the galaflex. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned remains implanted.